Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a red call doctor icon due to a high out of range shock impedance alert. This crt-d system remains in service. No adverse patient effects were reported.